Manufacturer narrative:
On (B)(6) 2019. Mentor became aware that capsular contracture; baker grade ii was a previous diagnosis, and patient did not suffer capsular contracture; baker grade ii on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/18/2019, mentor became aware of the replacement device information. The patient underwent explantation and replacement with catalog number: 3502375; serial number: (B)(4) on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 375cc mentor smooth round moderate plus profile and was presented with left side breast implant deflation postoperatively. As a result, the device was explanted on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was noticed a pair of creases in the posterior view and the tear a in the anterior and extending to the posterior view, measuring approximately 7.1 cm. Leak testing was performed and it revealed the tear b within crease, measuring approximately less than 0.1 cm .microscopic examination of the edges of the rupture a revealed parallel striations. No other anomalies were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/21/2019, mentor became aware that patient also encountered left side capsular contracture; baker grade ii. Hence, code has been added under field. On 8/22/2019; the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Device information (catalog and serial number) has been updated in section d as per device and clarification received. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).